Event description:
It was reported the customer was experiencing extreme high and low blood glucose. The customer stated they experienced a high blood glucose of 700 mg/dl one day. Customer stated they woke up with a blood glucose of 30 mg/dl the following day. It was found the customer had been experiencing high blood glucose since (B)(6) 2015. The customer stated they were feeling short of breath from their high blood glucose. Customer had treated their blood glucose with a bolus delivery. Troubleshooting found the customer's insulin pump was working as designed. The customer also did not have a bent cannula upon removal of their infusion set. Customer was advised to change out their entire set, reservoir, and insulin. It was also found the customer's cough medicine may have caused their high blood glucose. The customer also mentioned being hospitalized a year ago for seven weeks. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.